Manufacturer narrative:
Results - quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion. Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast on the tip coils and intermediate coils. The core was separated proximal at the proximal solder. The tipball, center solder and proximal solder were corroded. There was overlapping intermediate coils proximal to the center solder, for a length of 6 mm. There was a bend in the shaping ribbon 2 mm proximal to the tipball. There was no other damage noted to the guide wire. The tip of the guide wire was tugged, confirming that the core and shaping ribbon were intact. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion.

Event description:
Reporting status: serious injury- permanent damage. Reporting rationale: a portion of the guide wire could remain in the pt's anatomy. Device issue: guide wire separation. It was reported that when the bmw guide wire was withdrawn from the pt, it was found that the guide wire was broken at the tip (soldering point). It was not confirmed if the tip still remains in the pt; however, the patient is doing well. No additional event or pt info is available.